Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer. The device was returned for product analysis. No issues were noted with the hypotube shaft. No kinks or damages. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. A pinhole was located in the balloon material in the mid-section of the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The device was attached to an encore inflation unit. A pinhole was observed in the balloon material, located in the mid-section of the balloon, during inflation to the rated burst pressure of 12 atmospheres. The encore device was verified both before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.